Manufacturer narrative:
The investigation determined that patient results from a single sample were obtained on a vitros 5600 integrated system that was associated with an incorrect assay type. The customer reused a sample ID without ensuring the previously programmed sample ID was processed to completion or deleted prior to reuse. The customer identified the discrepancy and no erroneous results were reported. There was no evidence that an instrument malfunction occurred. The technical solution center reviewed information contained in the ¿sample ID reuse¿ section of the 5600 integrated system reference guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No malfunction occurred

Event description:
A customer reported that the result obtained from a single patient sample was associated with an incorrect assay when run on a vitros 5600 integrated system. The mis-association of patient demographics may potentially lead to inappropriate physician action. The affected sample was not reported out of the laboratory as the customer identified the discrepancy prior to reporting. There was no report of actual patient harm as a result of this event. (B)(4).